Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Medical records and radiographs were provided and reviewed by a health care professional. The review identified that the osteolysis started to appear seven years post-op. No contributing factor of the event has been reported. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient had an initial right total anatomical shoulder arthroplasty nine years ago. Subsequently, at a follow-up on seventeen months ago, reported moderate pain and decreased range of motion. Radiographic imaging displayed migration of the glenoid component, along with osteolysis and radiolucency of both the humeral and glenoid components. At this time, no surgical intervention has been reported. No further information is available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ ref p1700134 lot unknown tess hum centred head 45mm. Ref p1700442 lot unknown tess hum anatomical corolla s1. Ref p1700128 lot unknown tess hum stem small. Unknown palacos cemen, lot unk. G2 ¿ foreign ¿ france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.